Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker was operating in safety mode. No other information was provided. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.